Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from france that during service and evaluation, it was observed that the power module device trigger was worn out, the fault light was on and there were traces of blows. It was further determined that the device failed the following pre-tests: general condition & lever, check position of motor shaft, check motor shaft abrasion and free moving, information button and self-test, charging and checking of power module in charger, function test and saw-test. It was noted in the service order that the device red light was on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.